Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device expiration date: 12/23/2022. D.4. Lot #: 19125960. H.4. Device manufacture date: 12/23/2019. D.10 device available for eval yes. D.10 returned to manufacturer on: 09/15/2020. One 2300e sample from lot 19125960 was received for investigation. A visual inspection confirmed the customer¿s experience as the smartsite component had broken away from the spike and was not returned as part of the investigation; a closer inspection identified whitening to the affected area suggesting it had been subjected to an external force. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a definitive root cause for the customer¿s experience could not be determined; no manufacturing defects were identified that could have contributed to the observed damage. The type of damage observed is consistent with an external lateral force having been applied to the smartsite®; a potential root cause of this external force could not be determined during investigation. A review of the production records for lot 19125960 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2300e product. H3 other text : see h10.

Event description:
It was reported that bag access device was broken. The following information was provided by the initial reporter: the reported feedback suggests that the set is broken. During the removal of solvent from the nacl 250ml pouch for the preparation of "oloxan", the pouch access connected to the nacll pouch broke at the transparent part. The entire contents of the pouch spilled onto the treatment field. There were no serious consequences as the oloxan was not yet in the pocket.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bag access device was broken. The following information was provided by the initial reporter: the reported feedback suggests that the set is broken. During the removal of solvent from the nacl 250ml pouch for the preparation of "oloxan", the pouch access connected to the nacll pouch broke at the transparent part. The entire contents of the pouch spilled onto the treatment field. There were no serious consequences as the oloxan was not yet in the pocket.